Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument had a break in the insulation. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. Customer reported no harm or injury to the patient and no arcing observed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have damage to the conductor wire insulation. The conductor wire was found to have insulation damage at the yaw pulley. Visual inspection found no wire to be exposed. The instrument grips were manually manipulated, the instrument passed the electrical continuity test on three out of three attempts. There were no signs of thermal damage. Additionally, the instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test.